Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had cosmetic damage. Customer's blood glucose level was unknown. The customer stated that hairline crack near reservoir compartment and screen was scratched making difficult to read. Customer reported that the insulin pump had rewind anomaly and it gives no delivery alarm. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected rewind anomalies noted. No unexpected gridding anomalies noted. No excessive no delivery or occlusion alarm noted. Pump received with severely scratched lcd window and cracked reservoir tube lip. (B)(4).